Event description:
The patient's legal guardian (lg) reported the patient's blood glucose (bg) level reached 266 mg/dl, while wearing the pod between 37 and 48 hours. The lg administered correction boluses, but they were unsuccessful at lowering bg levels. When removed from the infusion site (leg), the pod's cannula was observed to be bent. As treatment, the patient administered insulin via an insulin pen and successfully applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.